Event description:
The patient had a tracheostomy tube and was ventilated only part of the day. Staff members were having difficulties suctioning her. The bedside nurse then changed the trach and the patient's saturation levels decreased from greater than 95 percent down to 23 percent, and her heart rate went from 180 to 123 immediately after the old trach was removed. A new trach was inserted, and her sats went up after bagging. It was then that nurse noted the trach tube from the previous trach she had removed was missing. A chest x-ray was taken which showed that the internal tube portion was lodged in the patient's trachea. It became increasingly difficult to ventilate the patient and she was taken to the operating room emergently for a direct laryngoscopy and bronchoscopy. The tracheostomy tube was removed from the trachea, and the patient's condition returned to baseline.